Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable pacemaker was explanted almost a year after it was implanted. Additional information received indicated that the device was at elective replacement indicator (eri) during the time of change out. This device was no longer in service. No additional adverse patient effects were reported.